Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user_s hearing performance with the device is affected. The user has been re-implanted.

Event description:
The users hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
According to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Explantation was carried out, but the device has not been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user could hear very well with the device, with excellent speech and language development, until (B)(6) 2023, when she had no hearing sensation anymore. Reimplantation is considered.